Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of 45 mg/dl and below were recorded by continuous glucose monitor (cgm) at 3:07 am and at 9:12 pm on (B)(6)2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Cartridge change sequence was completed at 8:22 pm on (B)(6)2019. User made bolus requests ranging from 3-8.13 units without entering current bg. There were no erratic basal rate adjustments. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl; cause was unknown. Reportedly, the customer's bg increased without treatment. Recommendation was made to consult with healthcare provider regarding diabetes management.